Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Initial reporter is unknown.

Event description:
It was reported primary audible alarm and when tried to open, it appears that the pump needs biomed pass code. There was no patient involvement and there was no patient harm.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were intact upon receipt, the device was in good condition with no signs of any external damage. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation and no damage was found to the speaker. Root cause of the reported issue is unknown as no fault was found. Replaced the speaker as a preventive measure, performed power up process, preventive maintenance, audio test and all functional tests which passed. A CAPA was created in response to the reported issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: h4: correction: device manufacture date: 30-jul-2020.